Manufacturer narrative:
Additional manufacturer narrative: congestive heart failure can have multiple etiologies and is often due to progression of underlying disease processes, including uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. In this case, the information provided suggests the use or miss-use of the edwards device contributed to the event. However, there was no allegation of a device malfunction or quality deficiency. The device history record (DHR) review was not able to be completed as the serial # of the product was not provided. If further information becomes available, a follow-up report will be submitted.

Event description:
Article - severe right coronary artery injury during minimally invasive tricuspid valve repair. In the context of this article, this patient underwent a minimally invasive tricuspid valve repair with a 30mm annuloplasty ring. Postoperatively, the patient presented severe right heart failure. Cardiac catheterization revealed sub-total occlusion of the right coronary artery, which possibly arose due to stitching. The coronary was successfully stented and no additional details were provided.